Manufacturer narrative:
Catheter model# 8709, lot#j11756r19, implanted: 2004-(B)(6), explanted: na.

Event description:
It was originally reported that the critical alarm occurred. The pump had reached eos/eol on (B)(6) 2011. The healthcare provider confirmed that the patient experienced no symptoms. The pump ran over eri and was replaced. The patient experienced no problems and the outcome was noted as no injury. The drug being administered via the pump was lioresal.